Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The fiber was functionally tested with the hene (helium-neon) laser fixture, and it did not showed signs of breakage along length of fiber. The control knob is attached and aligned with the fiber and can rotate the fiber. The connector cone, segments, and tabs appear in good condition and secured. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a vaporization of the prostate for hyperplasia of the prostate, it was identified that there was no metal tip in the front of the fiber. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a vaporization of the prostate for hyperplasia of the prostate, it was identified that there was no metal tip in the front of the fiber. The procedure was completed with another fiber without patient complications.